Event description:
It was reported that the surgeon inserted the vicm13.2 implantable collamer on 2011 (B)(6) and the lens tore upon injection. No patient injury reported.

Manufacturer narrative:
(B)(4).